Event description:
A 6.0mm x 200mm vascutrak pta dilatation catheter was inflated and deflated in mid to distal left sfa, a 2nd inflation was made in mid to prox left sfa, the balloon would not deflate after multiple attempts. The shaft of the balloon was cut and the balloon deflated and was removed from the body. Staining of contrast and perforation noted under fluoro in left sfa. Perforation sealed with a covered stent and pt transferred to cpu in stable condition.